Event description:
Physician inserted the enroute arterial sheath into the right common carotid artery (rcca) without any issues initially. The sheath tip coaxial in two views. The right common carotid artery was clamped properly, and active reverse flow was initiated. When confirming reverse flow in high, there was no blood flow going into the venous sheath. The patient's blood pressure read 177/68 hr 70. The arterial sheath was pulled out 1cm and the traction of the rcca was reduced to not ovalize/flatten the artery. Active flow reversal was confirmed 3 more times to ensure robust flow was seen going into the enroute venous sheath. The intervention began with the attempt to insert the 014 enroute guidewire, which did not want to fully insert into the rcca and right internal carotid artery (rica) right away. Physician maneuvered the guidewire and it eventually inserted up the rcca and into the rica successfully. A 5x30 viatrac balloon dilated the lesion successfully and was successfully removed. A 10x40 enroute stent was successfully deployed across the lesion and delivery system was successfully removed. Intravascular ultrasound (ivus) was performed and a dissection was observed. Physician believes the patient's arteries were brittle which caused the arterial sheath to dissect the cca. Physician deployed a second 10x40 enroute stent successfully in the same spot as the first stent. The second stent delivery system was removed successfully as well. No patient consequences occurred during the procedure.